Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer received information that a dreamstation auto bipap device's user alleged the device's power supply was corroded and was getting an incorrect power source error code. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. Device's power supply was corroded and was getting an incorrect power source error code. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.